Event description:
In 2008, the pt was implanted with an obtape transobturator sling. Subsequently, the pt experienced erosion of the sling through the vaginal wall. The pt's cervix and uterus were removed.